Event description:
It was reported that the pt experienced a "cerebrospinal fluid leakage in his pump pocket due to a bulge in his back". The gabalon dose for the pt was 75 ug/day at that time. The pt underwent surgery to repair the leakage. The pt recovered. The device remains implanted.

Manufacturer narrative:
Results: used for catheter.